Manufacturer narrative:
The customer¿s experience of a pump infused at the wrong rate was confirmed in the pcu event log. The pcu event log shows that at 6:58 pm on (B)(6) 2016 the device was programmed to infuse morphine 1mg/1ml with a dose of 0.15mg/kg/hr (rate = 0.26ml/hr). Three bolus doses of 0.15mg/kg each were programmed to infuse over 1 minute, at 3:49 am, 4:58 am, and 8:38 am. The total dose was 0.255mg and the bolus vtbi was 0.26ml. Between 12:28 pm and 12:44 pm, the device alarmed 17 times for patient pressure. After each alarm, the infusion was restarted either by selecting restart on the module or start on the pcu. There were two instances after a patient pressure alarm where the up arrow was selected prior to starting the infusion. The first occurred at 12:42 pm; when the up arrow was selected the rate was changed to 0.40ml/hr and the dose to 0.235mg/kg/hr. The second occurred at 12:44 pm; when up arrow was selected the rate was changed to 0.50ml/hr and the dose to 0.294mg/kg/hr. At 12:45 pm, the channel was selected and the device then alarmed for clamp open. A 10ml bd syringe with 4.5817ml detected was selected, the previous infusion running at 0.5ml/hr was restored and the infusion was started. At 1:13 pm, a near end of infusion alert occurred. At 1:23 pm, the primary infusion completed and the device transitioned to kvo at the kvo rate of 0.5ml/hr. The vtbi was changed to 1ml and the infusion was started; the infusion was subsequently paused and the dose was changed to 0.15mg/kg/hr, which made the rate 0.26ml/hr, and the infusion was started. At 1:24 pm, the device was paused. The up arrow was selected 3 times, which increased the rate and dose, and then clear was selected. 0.15mg/kg was then entered for the dose, which made the rate 0.26ml/hr. The up arrow was again selected 3 times but the keypresses were invalid because dose was selected. Rate was then selected, and then the up arrow was selected 4 times, followed by the down arrow 4 times, then up arrow 4 times followed by the down arrow 2 times. Each time the rate was changed, the dose was also changed. Dose was then selected and 0.15mg/kg/hr was entered, which made the rate 0.26ml/hr, and the infusion was started. At 1:26 pm, the up arrow was selected, which made the rate 0.40ml/hr and the dose 0.235mg/kg/hr. At 1:27 pm, the dose was changed back to 0.15mg/kg/hr, which made the rate 0.26ml/hr, and the infusion was started. At 1:34 pm the device alarmed for check syringe; the device was channeled off at 1:36 pm and the system was powered off. The root cause of a pump infused at the wrong rate was identified as user programming that occurred when the user selected the up arrow key prior to restarting an infusion. The arrow keys titrate the infusion up or down. When this occurs the rate is changed and the dose is also adjusted due to the rate change. The titration arrows do not function when dose is selected. Devices not received, log review only.

Event description:
The customer reported that when the ICU patient came to the unit from the o.r. The nurse noticed morphine was infusing at 0.296mg/kg/hr, however the ordered dose was 0.15mg/kg/hr. The anesthesiologist was unsure why it was running at a different rate, and attempted to find out if another physician had changed it, but was unable to confirm an intended dose change, so the rn reportedly changed the pump back to the ordered rate. The clinicians then observed "the pump reprogram itself back to the 0.296 rate." The customer reports that there was no effect on the patient from this event.